Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A cystoscopy was performed, confirming the cuff was not inflating. Additionally, the device felt empty when palpated. Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. Upon explant, the tubing was found to be broken at the y-connector. There were no further patient complications.